Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The user's blood glucose (bg) level was 314 mg/dl. The bg level was addressed with a bolus via the pump. Although confirmation was requested as to whether or not the alarm cleared, it was unable to be confirmed.